Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited a decrease in amplitudes and an increase in pacing threshold values. In addition, the patient's loop recorded showed that there was a 10 second pause in pacing. No adverse patient effects were reported but the patient is paced around 77% of the time. Data was submitted to boston scientific technical services (ts) for review. The ts consultant discussed that there was undersensing noted in both a nonsustained ventricular tachycardia (vt) episode and in several rythmiq episodes. Additional troubleshooting was discussed.

Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. At this time, our records indicate that this rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.